Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have over delivered insulin via a correction bolus. Tandem technical support reviewed the bolus history and observed that the customer manually overrode the pump's recommended bolus amount and entered 8 units. The customer reported being distracting when entering the blood glucose (bg) value into the bolus menu and did not follow the on-screen instructions on the pump. The customer acknowledged that the reported event occurred due to user error. At the time of the reported event, bg level was 162 mg/dl, and the customer resumed insulin delivery.